Manufacturer narrative:
H3: according to the information provided, ¿tip broke during reaming¿. Based on review, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the tip broke during reaming. No parts or pieces fell into the patient wound site. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.